Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The instructions for use (IFU) lists cardiac perforation as a possible complication and adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a lesion located in a chronic totally occluded (cto) right coronary artery. A fielder xt 300 guide wire was successful in crossing the cto; however, sometime during use of the guide wire a perforation was observed. The guide wire was retracted, balloon angioplasty was performed and the procedure continued on. After placement of non-abbott stents a 3.5 x 16 mm graftmaster covered stent was used successfully for treatment of the perforation. The final outcome was good. No additional information was provided.